Event description:
The ge oec 9800 fluoroscopy system had image blanking during procedure. Occasional image interruption.

Manufacturer narrative:
A ge oec service representative investigated the issue and could not duplicate the malfunction. As a precaution to prevent further issues, all pcbs were re-seated and the image processor pcb was removed and replaced. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt information with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.